Event description:
It was reported the device starts with error message (ECG leads) and does not provide any energy. Patient involvement is unknown.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gave an ECG leads error message and did not deliver any energy. The error happened when the device was in operation with the customer, but no one was injured or damaged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips bench technician and has been investigated by the philips complaint handling team. The fse evaluated the device on site and confirmed the reported issue. Device hardware error logs were reviewed and also confirmed the ECG function error. The fse determined that the processor pca assy, therapy pca assy, lithiom ion battery, and therapy receptacle needed replaced in order to return the device to full functionality. Replacement services were offered to the customer with part number and pricing. Multiple attempts were made to obtain further details of this part determination; however, further information could not be provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the fse indicated the processor pca assy, therapy pca assy, battery, and therapy receptacle needed replaced in order to return the device to functionality. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse informed the customer that the processor pca assy, therapy pca assy, battery, and therapy receptacle needed replacement and provided the part numbers and pricing for the replacement parts. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.